Event description:
This pt, with a history of symptomatic coronary artery disease, underwent a cardiac cath and intervention. After deployment of a 3.0 x 18mm cypher stent in the lad, and following balloon dilation, a small perforation was noted. The pt subsequently developed pericardial tamponade requiring emergent pericardio-centesis, intubation, and CPR. The pt went for emergent CABG x3. They expired 9 days post-procedure.